Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00836. The fsr discovered the current leakage was exceeding the manufacturers recommendations of 100 milliampere (ma). The fsr removed power cords from the roller pump outlets and connected the medtronic bio-console and bpm to the 115 volt outlets (uninterruptible and interruptible) respectively. Current leakage was within manufacturers specifications and preventive maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered that the current leakage was exceeding the manufacturer recommendations due to the medtronic bio-console and blood parameter monitor (bpm) being connected to roller pump outlets. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The system is designed to handle the manufacturer's equipment, accessories, and auxiliary equipment that is within performance specifications. Adding the medtronic unit resulted in extra load on the system and the leakage current exceeded its maximum specification of 100 microamperes. The operators manual states "a fully loaded system is defined as 4 or 5 pumps properly occluded with 1/2 in. Diameter tubing. Water circuit is at ambient temperature. Pump in continuous mode and running at 250 rpm. Both lamps on. Both auxiliary outlets loaded at specified rating. Occluder activated (stalled). Safety, arterial and cardioplegia monitors on. Battery module installed." Acceptable electrical ratings for auxiliary equipment can also be found in the operators manual. No additional action will be taken at this time.